Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturing reference number: 2017865-2021-26234. It was reported that the patient presented for a routine pacemaker follow-up. Upon interrogation, it was noted that the pacemaker's connection with the lead broke and exhibited inadequate low voltage output. Upon x-ray review, it was noted that the right ventricular (rv) lead was dislodged. It was also noted that the rv lead, upon interrogation, exhibited high pacing impedance and failure to capture. The pacemaker and the rv lead were explanted and replaced. The patient was in stable condition.